Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that while the epg (external pulse generator) was pacing the patient in vvi mode, there was a sensing issue. No patient complications were reported as a result of this event.

Event description:
It was reported that while the epg (external pulse generator) was being used in voo mode, it seemed to sense something. The staff of the hospital checked the epg right after this was noticed, but no abnormal operation was found. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.